Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his expected results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The patient reported blood glucose results of "301, 260, 275, and 587 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with glucophage pills. The patient took an extra glucophage pill, in addition to, ate less food and drank more water. About 5-6 hours after the start of the alleged issue, the patient claimed he felt symptoms of chills, cold sweats and "palpitations." The patient stated he contacted his health care professional (hcp) that evening for advice but feels he did not get any resolution. The patient retested with another vial of test strips and confirmed his blood glucose was testing "low." At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.